Manufacturer narrative:
The other relevant components include: product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer, physician if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) reported the serial number of the (B)(4) clinician programmer used in thebolus volume entered incorrectly was (B)(4). No further complications were reported/anticipated.

Manufacturer narrative:
The other relevant components include: product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving morphine 50mg/ml for a total dose of 19mg/day and clonidine 360 to 180mcg/ml for a total dose of 136.8 to 68.37mcg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported a priming bolus error occurred. It was noted that the bolus volume was entered incorrectly. During a pump replacement due to normal battery depletion, the back table volume prime should have been 0.3ml but was programmed to 0.14ml. The catheter was already connected to the pump. Information regarding calculations was reviewed. It was stated that the unknown catheter volume confirmed in the notes section and programmed at 0.229ml. No symptoms were reported at this time. Event date was noted as (B)(6) 2017. Additional information later reported the manufacturer representative (rep) was the initial reporter. It was noted that the pump was not already connected to the pump, but was on the back table. The prime was almost finished when the rep placed the phone call. The rep then did another back table prime for 3ml. The rep waited for the prime to be finished and then connected the pump. It was noted that the patient did not experience any symptoms, and the patient was contacted today ((B)(6) 2017) and was doing great. The cause of the priming bolus volume entered incorrectly was due to the rep seeing the "internal tubing volume of 0.14ml and mistakenly entered that in for the prime bolus." The priming bolus entered incorrectly was identified prior to the pump being connected. It was noted that the priming bolus volume entered incorrectly was resolved. The patient's weight was unknown. No further complications were reported/anticipated.